Event description:
A nurse reported that during corneal procedure the irrigation stopped on its own. The surgery was completed using irrigation from the balanced salt solution (bss) hanging on an IV pole. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).